Manufacturer narrative:
D10: 02-020-13-0240 - truliant cr cem fem cr cem left sz 4: (B)(6), 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t: (B)(6), 02-022-51-4009 - truliant tib imp crc insert sz 4, 9mm: (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6), 201-78-15 - holding pin mini sharp point 4 pk: (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6), 521-78-36 - threaded pin size 5.1 collarless 2pk: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in a clinical study that a patient underwent an initial total knee replacement on the left side. Subsequently, approximately four months post-surgery, the patient underwent an arthroscopic extensive synovectomy and manipulation under anesthesia. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g3, g4, h4, h6, h11 MDR section codes updated/corrected: a, b, e, f, g the reason for the mua cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.